Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and one lead was replaced. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6).